Manufacturer narrative:
The insulin pump had operating currents within specification and no battery alarms or blank display was noted. The display board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported the customer received a battery out limit alarm. The customer stated the battery out limit alarm was recurring. Customer also reported that her display was blank. The customer requested to have her insulin pump replaced because she did not feel comfortable being on insulin pump therapy. The customer also reported a failed battery test alarm after she had taken out her battery. The customer was advised to revert to a back-up plan while her insulin pump was being replaced. Customer's blood glucose was 147 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).